Event description:
It was reported that pump housing was cracked and customer was no longer able to use pump for insulin delivery, with blood glucose reading showing ¿high¿ due to the issue. No specific blood glucose value was provided, and there was no additional information about any further impact to the customer¿s blood glucose level beyond the high reading. Customer gave correction insulin by injection using multiple daily injections, switched to this method as backup therapy, and customer technical support arranged shipment of replacement pump, confirmed warranty and shipping details, instructed customer to let pump battery fully deplete and return damaged pump within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.